Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of adverse event ('various symptoms') in a female patient who had essure (ess205) (batch no. 12274346) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced adverse event. Essure (ess205) treatment was not changed. At the time of the report, the adverse event had not resolved. The reporter considered adverse event to be related to essure (ess205). The reporter commented: after the treatment, various physical symptoms have developed. In the meantime, I have had follow-up treatments. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: upon internal reviewcase was corrected. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of adverse event ('various symptoms') in a female patient who had essure (ess205) (batch no. 12274346) inserted for female sterilisation. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced adverse event (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the adverse event had not resolved. The reporter considered adverse event to be related to essure (ess205). The reporter commented: after the treatment, various physical symptoms have developed. In the meantime, I have had follow-up treatments. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021: reporter and essure lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.